Manufacturer narrative:
Concomitant medical products: c4tr01 crt-p, 429688 lead implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing during occasional premature ventricular contractions (pvc) and variable r waves was noted on the r ight ventricular (rv) lead.  The lead remains in use. No patient complications have been reported as a result of this event.